Event description:
A nurse reported the infusion cannula would not lock into the trocar. There was no pt harm reported.

Manufacturer narrative:
The customer's complaint history was reviewed for the period of one year; this is one of six complaints reported for this issue. As the customer did not retain the finished goods lot number, DHR and lot history could not be reviewed. The customer did not retain a sample for this complaint report; functional testing could not be conducted. The root cause could not bee determined. An action has been opened to determine a root cause and implement appropriate corrective action for complaints of a similar nature. (B)(4).